Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stage ii anterior vaginal wall prolapse (cystocele), stage ii uterovaginal prolapse, stage I posterior vaginal wall prolapse (rectocele), anticipate urinary retention, and proven mixed urinary incontinence with urodynamic stress incontinence. It was reported that after implant, the patient experienced erosion of mesh, mild dyspareunia and atrophy. Post-operative patient treatment included excision of mesh and suture. The device had been used with 810041bd gynecare tvt sling, lot# 3157266.